Event description:
Meter name: one touch basic enhanced. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: eye is red, swelling. A patient reported they were unable to test. Their meter allegedly would only prompt insert strip. The result on their meter was: unable to test. No alternate blood glucose test reported. No comparisons reported. No treatment reported. No further information has been reported.